Event description:
It was reported that a female patient presented in post op clinic with pain/discomfort. The patient had bilateral non-union across the sacroiliac joint which was confirmed during x-ray. It was reported that the screw had broken at the proximal end of the shaft just above the head. The patient underwent surgery to remove the head and proximal end leaving behind shaft of the screw.

Manufacturer narrative:
Method: visual inspection, material analysis, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the customer reported event was confirmed via visual inspection. The screw shank was fractured as reported. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Material analysis of the returned screw found that the screw fractured in fatigue due to reverse bending. The elemental constituents were as specified on the print. No material or manufacturing defects were found. The device IFU states "delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/ nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture." Conclusion: the root cause is determined to be fatigue fracture due to non -union. The lack of fusion over 2-3 years subjected the screw to excessive and repeated stresses which caused a fatigue fracture in reverse bending.

Event description:
It was reported that a female patient presented in post op clinic with pain/discomfort. The patient had bilateral non-union across the sacroiliac joint which was confirmed during x-ray. It was reported that the screw had broken at the proximal end of the shaft just above the head. The patient underwent surgery to remove the head and proximal end leaving behind shaft of the screw.